Manufacturer narrative:
It was noted during failure analysis that the motor cartridge was corroded.

Event description:
It was reported that the handpiece ran without user activation during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.

Event description:
It was reported that the handpiece ran without user activation during service testing at the manufacturer. There was no patient involvement and no adverse consequences associated with this event.